Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches and it making the screen hard to see. Customer stated that insulin pump's battery not lasting longer than 7 days and insulin pump rejects the new battery and customers had to put second new battery. Customer stated that insulin pump takes longer to rewind. Customer stated that light on insulin pump screen not being as bright as originally purchased. No harm requiring medical intervention was reported. The device will not be returned for analysis.